Manufacturer narrative:
(B)(4). G2- foreign - spain. Review of the most recent repair record determined the hinge was broken and the housing was broken at the battery connector. The funnel would not lock properly due to the damage. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hinge was broken and the housing was broken at the battery connector. No consequences or impact to the patient. Attempts have been made and no further information has been provided.